Event description:
It was reported that the manufacturer¿s representative (rep) was asked to call the patient to set up a reprogramming session. A previous rep. Had done some hd reprogramming but it was unsuccessful in controlling the patient¿s pain. The patient had indicated that they were informed by an x-ray that their lead had migrated from t7 to t5. The patient also had a CT myelogram done but they didn¿t know the result. It was noted the lead migration was reported from the patient and wasn¿t confirmed by the healthcare provider (hcp). It was further reported that the patient wanted the system explanted due to a previous rep. Leaving. The patient called after the rep. And stated she was going to take it out herself if she couldn¿t get a hcp to help her. Since the CT on (B)(6) the patient had been having a headache and wanted the manufacturer to address the issue. The patient also mentioned again that the lead had migrated two levels up and she was in pain and couldn¿t get any medication. The only way she could get pain relief was if she went to the emergency room and got dilaudid injections. She also mentioned that the healthcare provider forced her into getting her device. A request was made to meet with the rep. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).